Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported by the affiliate that during an endoscopic lung resection procedure, the staples were malformed with irregular shape as the pictures show. Suture was used to sew the wound. There were no adverse consequences for the patient reported. One device and four reloads will be returned. (B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was received with no apparent damaged and with four cartridges not loaded in the device. The reloads b, c, d, and e were fully fired and with the reload lock out spring normal. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # m54u86. Expiration date: 7/5/2020. Manufacture date: 8/5/2015. The analysis showed that the ats45 device was received with no apparent damage and with four reloads. The reloads (b) and (c, d, and e) were fully fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Photographic analysis: seven pictures were provided. Five of the pictures shows a label with lot number n4l73g, and expiration date 02/28/2021. The remaining pictures shows tissue with a staple line, the staples appear to be not fully formed. Based on the photos alone the event describe is confirmed, unfortunately there is not enough evidence in the photos to determine root cause.